Manufacturer narrative:
This report is submitted on september 22, 2021.

Event description:
Per the clinic, the patient developed an infection at the implant site (date not reported) . The patient skin perforated exposing the receiver/stimulator. The patient was treated with oral and IV antibiotics (specific date and duration not reported) however, the issue did not resolve. The device was explanted (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.